Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead will undergo a possible lead revision. Attempt to obtain additional pertinent information was unsuccessful. Up to date, this rv lead still remains in service. No adverse patient effects were reported.